Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose readings was 149 mg/dl at the time of the report. The customer was at work at the hospital when her blood glucose went low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.